Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. The customer changed the cannula and there were no further occlusion alarms.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.